Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6). Batch: 17919970 UDI: (B)(4).

Event description:
It was reported that the patient developed an infection at the implantable pulse generator (ipg) incision site that traveled to the lead site. The patient went to urgent care and was administered with antibiotics. It was also noted that the lead had high impedance. The patient underwent a spinal cord stimulator (scs) system explant procedure.